Event description:
It was reported that a malfunction alarm occurred. Customer reset the pump and the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 50 mg/dl. Cause was not known. Customer consumed carbohydrates to address low bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.